Event description:
It was reported that the customer's insulin pump is having issues connecting to the transmitter. Customer's blood glucose level at the time 400mg/dl. Troubleshooting occured. No significant event leading up to the event were mentioned. Customer requested an insulin pump replacement.

Manufacturer narrative:
The insulin pump constantly alarmed radio frequency pic failed self-test after the battery was installed due to the electronic component on radio frequency board. Testing for radio frequency communication and displacement was not performed due to the alarm. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.